Event description:
It was reported that "broach disengages from handle when the handle is hit with the mallet to remove broach from humeral canal."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in a supplemental report.